Manufacturer narrative:
Customer was contacted twice by phone and 3 times by email requesting shipment of pump and ac adapter back to ameda lab for investigation. As of this date, 09/01/2016, the pump base and ac adapter have not been returned to ameda, inc. Customer was shipped a replacement pump base and ac adapter after initial complaint on 08/05/2016. If the pump should be returned for investigation at a later date, a supplemental medwatch report will be filed.

Event description:
Customer contacted ameda, inc. On (B)(6) 2016 to report the purely yours ultra breast pump she uses frequently every day for 8 months stopped functioning on (B)(6) 2016. She reports white smoke coming from the pump base near the port that connects with the tubing adapter. She states that the smoke was not from the ac adapter or the ac adapter port. Customer reports no smoke inhalation or injury occurred during this event. She has received a replacement pump base and ac adapter.